Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) which was returned had a defective main board. It was also noted that the lower case was cracked and the backside and bail attachments / cover parts were missing. Due to the device having reached it end of service life three years ago and based on no spare parts available, the epg was returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.